Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 and after post-ablation, a map shift was noticed on the carto 3 system. There were no errors displayed on the carto 3 system. There was no cardioversion or patient movement. The reporter stated that a new map was created. The procedure was continued and completed. No adverse patient consequence was reported.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).